Manufacturer narrative:
The explanted hardware was not returned for evaluation. The identifying lot number was not provided; therefore, a review of device history records cannot be performed. Radiograph images confirmed the screw backout. Based on the current information provided, the root cause cannot be determined. Warnings/cautions/precautions: potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and /or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development. Additional or revision surgery may be necessary to correct an adverse effect.

Event description:
A patient underwent a 3-level anterior cervical discectomy and fusion spinal procedure on an unknown date. Postoperatively, the patient reported pain. Radiograph images revealed one of the inferior screws is backing out. Revision surgery was performed to remove the implanted hardware.